Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for elevated blood glucose (bg) levels and diabetic ketoacidosis on (B)(6) 2016; however, no specific bg level was provided. Customer's bg levels stabilized after treatment with insulin and fluids. Customer was released from the emergency room later that day.